Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that that prior to the implant of this transcatheter bioprosthetic valve an echocardiogram noted a peak gradient of 71 millimeters of mercury (mmhg) and a max velocity of 4.22 meters per second (m/s). During the implant of this transcatheter bioprosthetic aortic valve via the right femoral artery, the first valve was initially deployed 1-2 millimeter (mm) at the non-coronary cusp (ncc) and 3mm at the left coronary cusp (lcc). The physicians deemed the location was not adequate and the valve was then recaptured into the delivery catheter system (dcs). The valve was fully deployed at 4mm ncc and approximately 7mm lcc. A post-implant balloon aortic valvuloplasty (bav) was performed. It was then identified that the valve was at 8mm at the ncc and 13-14mm at the lcc. Angiogram showed moderate to severe paravalvular leak (pvl). It was thought that the valve dislodged. Subsequently, a second valve was implanted successfully valve-in-valve. After the implant of the second valve a post-implant bav was performed and resulted in trace paravalvular leak (pvl) with no residual gradient. Treatment was not required for the trace pvl. No additional adverse patient effects were reported.